Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pr logic. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapy for the detection of ventricular tachycardia (vt). It was noted that the premature ventricular contractions (pvc) timing affected the ventricular cycle regularity from one beat to another, therefore confusing the algorithm. The device remains in use. No further patient complications have been reported as a result of this event.